Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. They were unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test, operating currents, self test, unexpected restart error test, and off no power test due to the blank display. The pump was received with a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had been damaged due to water. Customer was advised that the pump will be replaced.